Manufacturer narrative:
D10 concomitant product: lxmj37s, maryland xp inline sealer/divider 37 cm (lot #: 50780314x); vlft10gen, vlft10gen ft series energy platformx1 (serial #: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a bowel resection procedure, the handpiece had no seal. There was no evidence of energy delivery and end tones heard but there was incomplete seal error. It was able to create good seals within 45 minutes then it stopped working. It was used on bowel mobilization within 7 mm. Another handpiece was used with the same issue. A new handpiece was used and it worked fine. There was no patient injury.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection found that the seal plate was damaged. Functional testing noted that the device's jaw opening and closing mechanism was functioning properly. The weld integrity of the device was inspected and was found to be within specification. The blade moved smoothly along the knife track and returned to the home position when the trigger was released. The knife cut of the device was tested on a silicone test strip with acceptable results. The jaw gap of the device was measured and it was found to be out of specification. The device was activated multiple times on a saline soaked gauze pad but had re-grasp alarms. The seal cycle was interrupted. No electrical or wiring issues were found. It was reported that the device had no seal. The reported issue could not be confirmed. The most likely cause could not be established from the information available. It was also reported that the device activated an alarm and stopped working. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. Damage to the seal plate could result in alarm activations and difficulty with activating the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: do not attempt to seal or cut over clips or staples as incomplete seals will be formed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.